Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material.". No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the hospitalization (initial or prolonged) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported swollen throat. The patient required hospitalization, patient was admitted, however, it is unknown how many days the patient was hospitalized for. It is unknown if any lab test was performed. Medications were not prescribed for this patient. The patient is now asymptomatic, and patient didn't stop the use of the product since a new warranty order was submitted.